Event description:
It was reported that there was an open circuit. It was noted that the event occurred during normal use. It was noted that the extension was not seated properly within the implantable neurostimulator (ins) header block. It was noted there was impedance testing and high impedance of >10,000 ohms was observed. The electrodes were specified as follows: c-1, 10,692; 0-1, 11,820; 1-2, 28,888; and 1-3, 29,428. It was noted that actions required as a result of the event included replacement. The ins was explanted replaced due to normal battery depletion. It was noted that after implantable neurostimulator (ins) replacement an impedance check was performed and impedances were within a normal range. There were no patient symptoms or complications associated with the event. It was noted that therapeutic benefit was not implanted by the open circuit. It was noted that the product issue was resolved. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v107988, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v120700, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins battery had normal end of life depletion with no telemetry and no output. Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins was functionally okay.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that both of the inss were explanted and returned. The serial numbers were (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.